Event description:
Per user facility medwatch form, 75 gia stapler and ta60 stapler were used on a pt during previous surgery. The pt returned with an anastomosis leak at the staple line. Device is not available for return. Additional info was requested.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted. Tracking # (B)(4). Date sent: (B)(6) 2009. Info was not provided by the initial contact. Info is unavailable; device was not returned for eval. User facility medwatch is attached. Additional info from the user facility report: (B)(6) 2009. 75 gia stapler and ta60 stapler. Catalog #: tlc75, (b)(64).